Event description:
It was reported that the (1) tsb 35 device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep that the stapler jammed and would not open. The surgeon forced it to open off of the tissue. The procedure was completed with another ees 35 endocutter. The instrument couldn't be inspected by rep due to the biohazard packaging. There was no known pt consequence.